Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zest per#19-444 (B)(4). One locator abutment for 3.4 certain microminiplant connection x 6.0mm was received. The product came without original package; therefore, unable to verify part/lot number information. Inspection: the abutment fractured at a post¿s thread minor diameter. The abutment have signs of (nicks/cuts) at coronal surfaces. There was also signs of dry blood and plaque inside the broach and at the post. No device lot number was provided so a device history record could not be performed. It was reported that the locator abutment fractured. The reported complaint was confirmed to be fractured based on visual inspection of the returned product. A definitive root cause for this complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (imloa006) fractured.